Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, unexpected spikes were observed on the atrial channel in all atrial threshold tests performed since on (B)(6) 2021. Nevertheless; no such behavior was observed during sensing tests. It seems that the lead exhibits an exit block. A re-intervention was scheduled for on (B)(6) 2021. Nevertheless, during the follow up performed before the re-intervention, proper operations of the leads were observed, though the artifacts were still present. X-ray revealed that the atrial lead was still at the same place as during implantation. As a result, it was decided to cancel the re-intervention and first check if the lead is operating correctly.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The pacing system was implanted on (B)(6) 2019. Reportedly, unexpected spikes were observed on the atrial channel in all atrial threshold tests performed since (B)(6) 2021. Nevertheless; no such behavior was observed during sensing tests. It seems that the lead exhibits an exit block. A re-intervention was scheduled for (B)(6) 2021. Nevertheless, during the follow up performed before the re-intervention, proper operations of the leads were observed, though the artifacts were still present. X-ray revealed that the atrial lead was still at the same place as during implantation. As a result, it was decided to cancel the re-intervention and first check if the lead is operating correctly.